Event description:
The reporter stated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens on (B) (6) 2009, in the patient's left eye (os). The patient has experienced a refractive surprise and is not happy with distance vision. The surgeon is planning on explanting the icl for an exchange.

Manufacturer narrative:
(B) (4). (B) (4). Refractive surprise.